Manufacturer narrative:
Problem code captures the reportable event of  fiber broke. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser body broke about twenty inches from the tip prior to use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The fiber was returned broken into three pieces. The first piece measured approximately 121.3 cm from the top of the connector to the break. The second piece measured approximately 118.8 cm from break to break. The third piece measured approximately 76.7 from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser body broke about twenty inches from the tip prior to use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.